Manufacturer narrative:
The analysis did show that the bearings have been gritty and the handpiece ran out of specification. There was also a dent in the head which caused the push button to stick in. This causes unusual inner friction and hence the heat up, which was reproducible. The condition of the bearings is a result of the normal wear process which takes place during the use. The dent in the head shows that the handpiece received a hit, e.g. During reprocessing.

Event description:
Up to now it just has been stated that the handpiece burned a patient. Due to vacation the dental office is closed and hence not reachable for further info on issue and/or patient. Data will be supplied in a follow up report.